Manufacturer narrative:
H6: updated method, result and conclusion code. D4: corrected device model and catalog. H10: vyaire medical verified that the reported complaint root cause was due to a defective pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. Replacement of new life block was ordered.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, no further evaluation can be identified. A separate report was under manufacturer reference (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported 2 units of bellavista 1000e with no error code appeared during patient use. The customer confirmed that the units have proximal pressure measurement error and the zero calibration did not fix the issue. Furthermore, there was no patient harm reported associated with the event.